Event description:
Patient reported no complaint against left side device. Later healthcare professional reported left "calcification", "nodule" (non device related), and capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. ¿ calcification: unable to observe since it is not related to the device. Additional observations: ¿ wear abrasion is observed. ¿ deformation is observed. ¿ red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported no complaint against left side device. Later healthcare professional reported left "calcification", "nodule" (non device related), and capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and contralateral side rupture.